Manufacturer narrative:
Endoleaks are addressed in the provided IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. By report, the patient was suitable for evar. Difficult to determine a root cause based on the limited information provided. Patient anatomy and/or excessive anticoagulation during the case may have contributed to the reported endoleak. It is reasonable to suggest that a type 4 endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. Intervention was not performed as the physician decided to take a wait-and-see approach. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure and the procedure was performed as prescribed. Final confirmatory angiography revealed an endoleak. Ballooning was performed, but it was not resolved. The physician considered the endoleak was type IV and decided to take follow-up observation. Act was 276. No adverse effect to the patient was observed.